Event description:
Information received from the field notes that the device could not be interrogated. An EKG reflected undersensing. When a magnet was applied, the device went to no output. The patient's sinus rhythm was in the 70's and the patient had no complaints.